Event description:
It was reported that the physician attempted arteriotomy closure using the starclose device after an interventional CABG procedure. Manual compression was applied for approx one hr, but the wound continued to ooze. A surgical procedure was performed to suture the vessel, and hemostasis was achieved. The pt remained hospitalized as of 7 days later. No add'l info is available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.